Event description:
Patient reported developing skin irritation bleeding and breakdown upon changing the wafer and leakage. Wafer was not able to remain in place. He used adhesive remover and then placed the wafer down. Using ostomy powder and cleansing the adhesive remover from the skin prior to wafer placement was discussed. The end user subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Sur-fit natura durahesive flexible skin barrier w/flange w/white tape collar and cut-to-fit opening (overall dimension 5" x 5"). Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.